Manufacturer narrative:
Correction: this complaint is not MDR reportable. A missing needle cover/shield does not affect the integrity of the product including any loss to functionality of the device or its ability to remain sterile within the individual package. The needle point geometry however may be compromised and lead to difficult insertion during venipuncture. Additionally, a missing cover/ shield could result in a possible clean needle stick. This MDR dt supersedes all previous MDR dts. The previous MDR dt was completed in error with the incorrect reportability. There was no report of serious injury, medical intervention, or reportable device malfunction.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder cover is loose. This occurred on 15 occasions before use. The following information was provided by the initial reporter: total 15 IV cover loose in package occurred.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for loose IV protectors with the incident lot was observed. Additionally, evaluation & testing of the customer samples was performed and the inner diameter of the protectors did not meet specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for loose IV protectors with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder cover is loose. This occurred on 15 occasions before use. The following information was provided by the initial reporter: total 15 IV cover loose in package occurred.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set with pre-attached holder cover is loose. This occurred on 15 occasions before use. The following information was provided by the initial reporter: total 15 IV cover loose in package occurred.